Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Extended investigation has been performed and upon visual inspection on the returned meter no issue was observed. The meter was attempted to power on but the meter was unresponsive. Visual inspection was performed on the meter pcba(printed circuit board assembly) no issue was observed. The meter cpu was re-flow and so bnp-1 issue still persist. Mix-match test was performed. A known good cpu was placed on the returned pcba and the meter was able to power on. The returned cpu was placed on a known good pcba, power issue was observed. Therefore, this issue is confirmed to faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.